Event description:
It was reported that the system was explanted due to an infection.

Manufacturer narrative:
Evaluation summary - a review of the sterilization load records and the packaging records for this unit show that the device met specifications and was sterile when shipped. The device was found to be above eri. No anomalies were noted. Quality records reviewed.